Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous distal left circumflex (lcx). The physician had difficulty advancing the 2.25x15mm apex monorail balloon catheter to the lesion, but managed to reach the lesion and inflation was started. The balloon was inflated to 10 atms three times and was ruptured on the third inflation. The balloon was successfully removed from the pt and the device was replaced with a 1.5x8mm apex flex balloon catheter and the procedure was continued. No pt complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.